Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Per sales rep: even though this plate is designed to use 2.2 screws, they put a purple sticker on the box indicating 1.7mm.